Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose went as high as 465 mg/dl, after eating and administering insulin for a blood glucose of 365 mg/dl. Customer stated she had scar tissue. It was reported that the insulin pump may have experienced an unresponsive keypad. It was also reported that the insulin pump did not alarm no delivery. At the time of the report, customer's blood glucose was 411 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.